Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the device to examine; however, wear of a polyethylene knee device after approximately sixteen years implantation in combination with the reported patient large physical stature and above average activity level should not be unexpected. Based on the inability to identify a root cause, the need for corrective action was not indicated. In addition, the product code is an obsolete item. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address poly wear of the tibial insert and swelling. (Right knee).